Event description:
It was reported, while drilling for the lag screw, the cannulated drill missed the superior hole and was drilling into the nail. Surgeon then removed the k-wire and used the solid step drill and it also missed the hole and hit the nail. He was able to guide the drill into the hole. The same incident occurred while drilling the inferior hole.

Manufacturer narrative:
It is not known at this time of the device will be returned for evaluation. Additional information has been requested and if received, will be provided on a supplemental report.